Event description:
Reporter indicated a pt had the vns device explanted as it was reported by the pt the vns "was the root of all their troubles" and was also not helping the pt. Further attempts for info and return of the explanted vns are in progress.